Event description:
On 24-nov-2025 the user reported that on (B)(6) 2025 they experienced hypoglycemia with a bg of 45 mg/dl. The user attempted to manage the falling bg overnight after completing a factory reset before contacting emergency services. The user was transported by ems to the hospital where they were monitored until discharge on (B)(6) 2025; treatment details and discharge status were not provided despite follow-up attempts.

Manufacturer narrative:
The user experienced a prolonged low blood glucose trend after completing a factory reset, ultimately requiring ems transport and hospital monitoring. Log review showed a gradual overnight decline in glucose with no device malfunction identified and supply change steps completed as expected. The device has not been returned for evaluation, and a follow-up report will be submitted upon completion of the investigation.